Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose after getting out of the hospital. Customer's blood glucose was 416 mg/dl, which was treated with manual injection. Customer was hospitalized due to a triple bypass and not due to diabetes related issues. Customer inquired if insulin pump was suspending. Customer was educated on the suspend feature. Customer was able to suspend and resume successfully. Customer declined troubleshooting for high blood glucose.